Manufacturer narrative:
The patient only provided the lot number for the device information while reporting. When our distributor contacted the patient to obtain the additional information via email, the patient responded that no additional information would be provided. Therefore, our distributor checked their database and provided us the power of patient's prescribed lens for evaluation, and the complaint products and additional information were not made available for evaluation at this time. The patient's current condition is unknown. We performed the evaluation for the event description, lot number and lens power. The manufacturing records of the complaint lot were reviewed, there's no abnormality found. Each manufacturing process complied with the requirements and was operated under normal and stable conditions, and the products passed the routine tests/inspections. The products were released under the qualified status. The complaints and nonconformity issues were reviewed, and no trend could be identified. We sampled the retained products of the complaint lot for investigation. Inspection results showed that the seal integrity of blister package was intact, and the contact lenses specifications and appearance met the requirements. The root cause could not be determined. No conclusion could be drawn. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on aug. 12, 2019. Report number: mw5088498. The event description was: "sudden change in eyesight. I had switched to using hubble brand daily contact lenses from my previous acuvue brand- after using the hubble contacts I began to have vision problems, swollen corneas and ulcers in my eyes-these have required medical treatment and ongoing vision care to correct. I have seen my eye doctor on numerous occasions for these issues and had been prescribed eye drops to relieve the swelling and inflammation. It wasn't until my dr realized that I had been using hubble contacts that he understood what was causing the issue and he recommended that I immediately discontinue using and discard them. Vision correction. FDA safety report ID # (B)(4)."